Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: opening shell, red particles in the shell and labeled as left side. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth exchange.

Event description:
Healthcare professional reported left side textured to smooth exchange. The device was found "ruptured inside" during explant surgery.